Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a decision was made at 2/3 deployment to retrieve the valve due to its high position. As the valve was pulled back into the sheath, only 1 cm was within the capsule and the valve frame loops released from the delivery catheter system (dcs) tabs. The introducer was pulled slightly back and the valve was released into the abdominal aorta. Another transcatheter bioprosthetic valve was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device IFU provides adequate instructions, warnings, and precautions for device retrieval as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn." It is possible that one of the outflow struts was protruding or deployed from the capsule, which may have caused or contributed to this event. As the device was not returned and imaging was not provided for review, a conclusive root cause of this event could not be determined at this time.

Manufacturer narrative:
Patient's weight was requested but unable to be obtained. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.